Event description:
There was an allegation of questionable lactate/lactate stat results for 3 patient samples on a cobas 6000 c (501) module. The customer had been having ongoing issues with lactate results of 0 which prompted them to repeat the samples. On (B)(6) 2026, sample 1 had an initial result of 0 mg/dl. The repeat result was 3.4 mg/dl. On (B)(6) 2026, sample 2 had an initial result of 0 mg/dl. The repeat result was 1.5 mg/dl. On (B)(6) 2026, sample 3 had an initial result of 0 mg/dl. The repeat result was 1.3 mg/dl. The repeat results were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) replaced the reagent pack and performed calibration and qc successfully. The investigation is ongoing.